Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg slimtip implant lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 9033152.

Event description:
It was reported that patient experienced discomfort at one of the lead sites due to one of the lead wires had been too close to the surface of the skin. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein lead was repositioned and implanted deeper to address the issue. It is unknown which lead was causing the discomfort.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.